Event description:
It was reported to vyaire medical that the avea ventilator was having peep (positive end-expiratory pressure) issues.the unit passes est (extended systems test) but when the peep is set at 5 cmh20 it is out of specification on the monitor. There was no patient involved in this reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device was not returned yet.